Event description:
The patient was implanted with a left ventricular assist device. It was reported that on interrogation, the patient's system controller had recorded two low speed advisory alarms and two pump stops. The system controller was in a holder and under the bed blankets and felt hot to touch. It was taken out of the holder and turned upside down, so that the battery could cool off. The log file was reviewed and confirmed a low speed/pump stop event. Leading up to this event there were many power elevations. All of these higher powers were associated with pi events. There were (B)(6) pi events captured in the approximately 10 day log file. There were no other alarms logged after the ones noted in the log file analysis. The patient's controller was exchanged. The vad coordinator instructed the patient to keep his controller out from under blankets and covers. The patient's powers seemed to be coming back down toward baseline.

Manufacturer narrative:
Approximate age of device: 11 days. The device was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms properly activated when induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. The analysis could not determine the root cause of the pump stop contained in the log file. The reported incident of the system controller feeling hot to touch could not be confirmed. The temperature did not exceed the device specifications. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.